Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Event description:
It was reported a pump module was programmed to infuse pitocin (500ml/ pitocin 30 units) at the ordered rate of 12mu/min, however it did not infuse in the "set target". There was patient involvement but no harm.